Event description:
It was reported that, "patient is experienced increasing pain. He stated that his pain is around the hip and that it started out as a muscular pain and now the pain is constantly there. Patient stated that he can barely walk now and can't bend over. His legs are even. Patient stated that he had an auto immune issue develop after surgery. He has had follow ups and x-rays and reported that his x-rays are normal.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR# 9616680-2012-00588.